Manufacturer narrative:
The device referenced in this report has not been returned to olympus for eval. If additional info or if the device is received at a later time, this report will be supplemented.

Event description:
The user facility reported that during a therapeutic laparoscopic hysterectomy, the electrode detached from the grasper. A second device was used to complete the procedure. There was no pt injury reported. Olympus followed up with the user facility to obtain more detailed info regarding the report, but with no results.